Event description:
A physician reported, twelve pts developed severe uveitis 3-5 days postop following intraocular lens implant surgeries. The surgeries occurred during 2007 in two ors. The pts presented with hypopyon, increased intraocular pressure and white fluid in the anterior chamber. Three pts did not respond well to initial treatment with several fluoroquinolone antibiotics. Of these three, one pt temporarily experienced partial vision loss, but fully recovered, and two pts lost vision in the affected eye. The remaining nine pts responded dramatically to treatment with gentamycin injections and fully recovered. No cultures were obtained. MFR report #s: 1119421-2007-00186; 1119421-2007-00187; 1119421-2007-00188, 1119421-2007-00189; 1119421-2007-00190; 1119421-2007-00191; 1119421-2007-00192; 1119421-2007-00193; 1119421-2007-00194, 1119421-2007-00195, 1119421-2007-00196; 1119421-2007-00197.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for this lot number. Follow-up info was provided that states the implanting surgeon does not wear gloves during surgery (scrubs between cases) and single use devices are reused following resterilization. The surgeon was warned against reuse of any products meant for single use irrespective of who manufactures the product. It is reasonable to conclude that these practices were contributing factors in the reported pt outcomes. Infection resulting from bacterial contamination would result in the symptoms described. There is no evidence to support an association between the reported events and the intraocular lens. Add'l info was requested and provided on 04/26/2007, 04/27/2007 and 05/08/2007. No further data is anticipated.